Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities exhibited pacing inhibition due to oversensed noise. This observation was made the day after this device was implanted. This noise was reproduced by having the patient cough, and was confined to the ventricular rate sense channel. Technical services (ts) discussed changing the sensitivity of the device to least, and to look for sources of electromagnetic interferance (emi).